Manufacturer narrative:
The actual device was visually inspected. Results: a hole approximately 3 mm in diameter was found on the evaqua expiratory limb. The hole was in the film between two beads, with a flap of film material still attached to a portion of the hole. This flap appears to have been stretched. Conclusions: the nature of the hole indicates that it was most likely caused by a sharp object penetrating through the protective mesh of the evaqua expiratory limb. We are aware of other similar complaints involving the infant evaqua expiratory limb. The occurrence rate of this type of complaint is approximately 0.023% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. Regrettably, we were not able to meet our vigilance reporting obligations within the 30 day timeframe in this instance. This was due to this complaint being received late in fisher & paykel healthcare. A new department was formed with new personnel in our us office at the beginning of the year. In addition, a new complaint handling department was formed in our head office in another country, recently and unfortunately the complaint handling process during the handover period was not stable. All parties involved have been made aware of this issue. We will continue to monitor our complaint handling processes for effectivity.

Event description:
We received a report stating that an rt235 infant breathing circuit failed a leak test. A hole was allegedly found on the expiratory limb. No patient incident was reported.